Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05281. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted in order to treat pelvic organ prolapse. It was reported that the patient had the concurrent procedures of a total abdominal hysterectomy / bilateral salpingo-oophorectomy, birch retropubic bladder repair, abdominal colposacropexy and cystocele repair performed during mesh implantation. It was reported that following insertion the patient experienced multiple complications, including erosion, formation of scar tissue, pelvic pain, infections, dizziness, incontinence, inability to walk, additional surgeries and neurologic compromise to structures and tissues. It was reported that the patient underwent an additional mesh implant on (B)(6) 2009. At the time of this second mesh implantation it was reported that the patient also underwent a vaginal extracorporal colpopexy, anterior colporrhaphy, and creation of neocardinal uterosacral ligament complex with bilateral sacrospinous ligament fixation. It was reported that following the mesh insertion in 2009, the patient experienced recurrent urinary tract infections. The patient was reported to be deceased on (B)(6) 2013. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.